Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the airflow stopped for a certain period of time and so there was no peep.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported loss of airflow nor could the loss of airflow be verified in the diagnostic log. The service technician presumed that the stoppage of airflow and no peep were caused by failure in the circuit or in the leak of the mask etc. And not by a failure of the ventilator. The unit was checked overall, cleaned, run in tested and functionally tested.